Event description:
It was reported in an article titled ¿outcome following unilateral versus bilateral instrumentation in patients undergoing minimally invasive transforaminal lumbar interbody fusion: a single-center randomized prospective study¿ that forty-one patients were randomly assigned to receive either bilateral or unilateral instrumentation following 1 level unilateral mis-tlif. Four patients were lost to follow up in the unilateral group and one patient was lost to follow up in the bilateral group. One patient in the unilateral group was reported to have a superficial wound infection that was treated with oral antibiotics. No additional information is available.

Manufacturer narrative:
Literature citation: nader s. Dahdaleh, m.dm; et al. ¿outcome following unilateral versus bilateral instrumentation in patients undergoing minimally invasive transforaminal lumbar interbody fusion: a single-center randomized prospective study¿. Neurosurg focus 35 (2):e13, 2013. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.